Manufacturer narrative:
Investigation/evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the device was returned with the handle in the open position, and the basket formation was fully expanded and in the open position as well. The mlla (male luer lock adapter) was loose, and the collet knob was tight. The polyethylene terephthalate tubing [pett] measured 3 cm in length. Visual examination noted no kinks or bows in the support sheath or the basket sheath. Functional testing determined the handle does not actuate the basket formation. The handle was disassembled. Further visual examination noted the basket formation could not be manually actuated. The basket sheath and the support sheath are still adhered. There was glue in the flare, and the flare appears to have been overheated. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was open and could not be closed. When the device was disassembled, it was discovered that the flare of the support sheath had been over heated. The flare is formed by heating during manufacturing. The flare of the device was over heated during the forming operation, which deformed the inside of the sheath, preventing the basket from functioning when used by the customer. The operator that performed the flare forming operation has been retrained to the appropriate procedure. The conclusion of the investigation is that the cause of the issue was a manufacturing issue. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since last report was submitted on 16sep2019.

Event description:
Additional information: the device broke during testing prior to the procedure, and the complaint device did not make patient contact. Another similar type device was opened and used to complete the procedure.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation-evaluation. Reviews of complaint history, device history record, manufacturing instructions, quality control data, and the instructions for use(IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A search of the north american distribution center (nadc) database found all devices from this lot have been shipped. Therefore, no similar products from the same lot were available for investigation. The complaint device was not returned. Based on investigation of other devices with similar issues, there are multiple possible causes for the failure of the basket to open; the device may have been damaged due to device handling, procedural factors such as the path of the device in the scope, and /or size and location of stones. Without the device available for investigation, the cause for the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
During an unknown procedure, a ncircle tipless stone extractor was in use. It was noticed upon removing the device from the packaging that the device did not seem to be opening properly. They closed the basket and it did not open again. No adverse events have been reported due to this event. Additional details have been requested regarding the patient and event. At this time no additional information has been provided.